Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer stated was experiencing high blood glucose levels of 260 mg/dl. The customer stated pump is not alerting her when blood goes low or high. Customer treated low blood glucose levels with carb intake. Customer treated high blood glucose levels with manual injections. Customer decline to trouble shoot for high and low blood glucose. The pump will not return for analysis.